Event description:
A customer reported visiting the emergency room due to a diabetes-related issue while using the pump and related supplies for insulin therapy on (B)(6) 2025. The highest blood glucose level recorded was between 400-500 mg/dl with moderate ketones. Reportedly, the cartridge set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. The customer administered bolus and manual injections and changed the site before going to the emergency room. In the emergency room, they received IV fluids of saline and insulin, which resolved the issue. No permanent damage was identified, and the customer was released from the emergency room on the same day. System check with tandem technical support confirmed the pump was functioning as intended.